Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient demonstrated loose femoral stem. (B)(6) 2013 -left tha. (B)(6) 2013 - I & d left hip. (B)(6) 2013 left hip revision.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was confirmed. A medical review was performed and concluded: "device-related factors can safely be excluded although there is no mar for this case. On the pictures, the stem looks quite well. With procedure-related factors more or less excluded on x-ray there would be a strong suspicion for patient-related factors being involved in the failure although there is hardly any substantial information regarding this aspect on file for this case". Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A medical review identified radiolucent lines along the lateral-superior section of the stem. A root cause of the loosening however could not be confirmed based on the current information. Additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient demonstrated loose femoral stem. On (B)(6) 2013 -left tha. On (B)(6) 2013 - I & d left hip. On (B)(6) 2013 left hip revision.